Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 to explant and replace the ipg for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information (weight) but not received.

Event description:
It was reported patient's ipg was inoperable prior to it being explanted and replaced.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was replaced due to being at end of life. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Section a4: patient's weight was provided.